Event description:
It is reported that the stent became blocked after being implanted for one month. The stent was placed for the purpose of draining kidney stones. Following removal of the stent, a new stent was placed. There was no injury to the pt. Per receipt of the sample, the stent was encrusted.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.